Manufacturer narrative:
This occurred in germany. As is allowed by exemption # e2015010, kulzer llc (the importer) is submitting the report on behalf of kulzer srl (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The returned device has been analyzed and tests completely within specifications.

Event description:
Female patient, 53 years old treated withflexitime monophase impression material. She developed swelling and redness of the mucosa afterwards.